Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer was getting non recoverable faults c-00 and c-34 on the integrated electrosurgical unit (iesu) "[erbe]". Prior to call, customer already verified that all cables were properly seated and replaced cautery for testing but same errors persisted. Technical support engineer (tse) was not able to confirm it due to onsite non connected during the call. Customer will use the other vision side cart as a backup. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) "[erbe]". An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,